Manufacturer narrative:
(B)(4). The actual needle shows a fracture in the area one-third of the distance from the attachment end. During visual inspection under a light-microscope several marks of needle holder were found in this area, which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During use, the needle separated from the suture. Another same like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4.) Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.